Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the unit was unable to obtain a captured pace response when tested with a simulator. The complainant indicated that there was no patient involvement in the reported malfunction.